Manufacturer narrative:
A field service engineer has been on site and has started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The reported pre-use checks failures could not be reproduced during testing of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation testing. The cause for the reported problem cannot be determined since the failures were not reproduced. The reported problem could not be confirmed since no ventilator logs were made available for evaluation during this investigation.